Event description:
It was reported that the user has experienced a persistent burning sensation around the implant site for several years. During a routine medical examination on (B)(6) 2025 it was noted that the implant housing is protruding and is partially exposed.